Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.